Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who went to the clinic with connect to power alarms while on the mobile power unit (mpu). The site was able to replicated the alarms with the white power lead attached to the mpu and black power lead connected to the battery. The site then attached the white power lead to battery and still experienced the alarms with the black on battery. No alarms on batteries or while on the power module in clinic. The log files captured various unusual alarms associated with external power. The pump itself appeared to be operating within normal parameters. It was recommended that the mpu be evaluated. It was also noted there was an emergency backup battery fault and "b/w rsco invalid."